Event description:
The objective of this retrospective cohort study was to compare the overall feasibility, respiratory and hemodynamic stability as well as process times of a dexmedetomidine based sedative regime compared with general anesthesia amongst patients undergoing mitraclip procedures. The study included 79 patients. One dexmedetomidine conscious sedation (dcs) case had to switch to general anesthesia (ga) due to difficulty positioning the clip, with extensively prolonged intervention time in conjunction with patient´s intolerance to motionless supine position. There was no mention of adverse effects due to the prolonged intervention. Successful clip implantation was performed in all cases, and conversion to an open surgical procedure was never necessary. The incidence of postoperative complications during hospital stay showed no differences between groups. No patient in either group died, incurred a stroke nor exhibited postoperative delirium. Two patients in the ga group had postoperative bleeding complications. Dexmedetomidine/remifentanil sedation appears to be feasible and a safe option for mitraclip procedures and provides better hemodynamic stability with faster emerge times compared to general anesthesia. Details provided in the attached article titled: ¿dexmedetomidine sedation combined with remifentanil in mitraclip procedures is feasible and improves hemodynamics¿.

Manufacturer narrative:
Age: mean age, sex: majority gender, date of event: estimated, the UDI is unknown as the part and lot numbers were not provided, implanted: estimated. The device was implanted and will not return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached titled: ¿dexmedetomidine sedation combined with remifentanil in mitraclip procedures is feasible and improves hemodynamics¿.

Event description:
Subsequent to the previously filed report, it was reported that in the physician's opinion both oral bleedings have nothing to do with the mitraclip device, but were caused from the transthoracic esophageal echocardiogram (tee) probe. One patient in the dcs group and one in the ga group had to be treated for pneumonia during hospital stay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported infection associated with pneumonia could not be determined. The cause of the reported delay to treatment/ therapy was due to the difficult clip positioning. The cause of the reported difficult or delayed positioning could not be determined. The reported patient effect of pneumonia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 health effect-clinical code 1888 removed.